Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: l5/s spinal canal stenosis. Procedure: posterior lumbar interbody fusion (plif). Levels implanted: l5/s. It was reported that intra-op, cage was broken from the peek part on the posterior side. No fragments of the implants remained in the patient's body. No patient complications were reported.